Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation. It was further reported that the atrial lead had dislodged after the implant procedure. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).